Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on unknown date with blood glucose level of 419 mg/dl. The customer was treated with manual injection. Customer declined to troubleshoot for high blood sugar. Customer needs to turn off the insulin pump. The device will not be returned for analysis.